Manufacturer narrative:
The unique device identifier for this device is (B)(4). The exact event date is unknown; however, this was reported to have occurred in the week prior to the date the event was reported. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink extension set leaked during infusion. The reporter stated that this was due to a poor connection with an unspecified catheter. There was no patient injury or medical intervention associated with this event. No additional information is available.